Event description:
New information states that the patient received inappropriate therapy. The patient was in a stable condition thereafter.

Event description:
New information states that the device was not explanted since it still had a significant amount of time left on the battery.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device exhibited far p wave oversensing. The device was explanted. No further information was reported.